Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-tf injector with a foam tip plunger and the foam tip plunger overrode the lens and the trailing haptic tore off. The lens was removed and another same type lens was attempted and same thing occurred. A third same type lens was successfully inserted. The incision was enlarged to insert the lens manually with forceps and a suture used, not due to the lens damage. This is one of two incidents for this same pt. See manufacturer report number 2023826-2007-01303 for the other incident.